Manufacturer narrative:
The reported complaint of sensing problem, failure to disconnect and connection problem were not confirmed. As received the device setscrew was out of connector block which is consistent with having occurred during procedure. The device was in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed and no anomalies were noted. Longevity assessment was performed and device was found to have normal battery depletion based on usage.

Event description:
During an initial implant procedure, noise resulting in oversensing was observed on the device. The device and the lead were disconnected for cleaning to attempt to resolve the noise. The lead was reinserted into the port; however it was not possible to tighten the set screw. The hex wrench was replaced, however the event continued, and it was not possible to remove the hew wrench from the set screw. The device was then explanted and a new device was implanted to resolve the event. The patient is stable.